Event description:
It was reported that the patient presented with back pain, nausea, and sweats, and was diagnosed with vasovagal syncope. The patient presented following an injury causing low back pain. An x-ray of the lumbar spine was negative for fractures. An MRI of the lumbar spine demonstrated ''changes of degenerative spondylosis at l3-4 with enlarging left paracentral disk extrusion with suggestion for mass effect upon the intraspinal left l4 nerve but without evidence for exiting l3 nerve root impingement. There is now mild-to-moderate asymmetric central spinal stenosis. Degenerative spondylosis at l4-5 with slightly enlarging central annular protrusion and postoperative changes consistent with left hemilaminectomy. No central spinal stenosis or definitive nerve root impingement.'' The patient had an epidural lumbar block. No complications were noted. It was reported that the patient underwent bilateral l3-4 and l4-5 plif with interbody cages, autogenous bone, posterior instrumentation, and rhbmp-2/acs. The bmp was placed within the interbody cages at both levels. No noted complications. Imaging studies indicated good positioning of all implants. 95 days post-op, the patient reported with back pain, right hip pain, and radiculopathy. A sacro-iliac joint injection was performed. An MRI demonstrated ''instrumentation appears to be in satisfactory position. At the l3-4 level, there appear to be fluid collections, probably serious fluid collections, seen at the posterior margin of the disks and extending to the region of the facetectomies.'' At 127 days post-op, a CT scan of the thoracic spine demonstrated ''disk disease and degenerative change in the thoracic spine'' at the t 9 level, there is an incidental hemangioma within the vertebral body anteriorly and on the right. ''A CT scan of the lumbar spine demonstrated'' instrumentation does appear to be in satisfactory position but does appear to be associated with streak artifact. There does appear to be soft tissue density seen at the lateral aspects of the thecal sac and in the region of the facetectomies also extending into the neural foramen bilaterally that suggest postoperative changes. Bilaterally at the l3-4 level on the MRI, there appear to be fluid collections extending dorsally from the posterior margin of the cages. There also appear to be a fluid collection seen in the region of the right facetectomy at the l4-5 level. At 133 days post-op, the patient presented for follow-up. Per the physician's notes, ''myelo/CT shows no evidence of any significant neural compression'' there does appear to be a fair amount of bone formation posterior to the cages, possibly entering the spinal canal. At 145 days post-op, the patient began physical therapy.

Manufacturer narrative:
(B)(4). Review of ap x-ray shows plif l3/4 l4/5 with interbody cages, unilateral pedicle screws with rod on the left. CT scan dated (B)(6) 2011 shows left sided pedical screws with interbody cages well positioned with good fusion. No nerve compression noted associated with heterotopic bone. Minimal wisps of bone dorsilateral to dural sac of no consequence to outcome. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the re ported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2011: the patient was pre-operatively diagnosed with 1. L3-l4 and l4-l5 disc herniation. Status post previous l4-l5 discectomy and underwent the following procedures: bilateral l3-l4 and l4-l5 decompressive laminectomy, facetectomy, foraminotomy and discectomy. Bilateral l3-l4 and l4-l5 posterior lumbar interbody fusion with cages, autogenous bone and bone morphogenic protein. Left l3, l4 and l5 percutaneous pedicle screw fixation. Bilateral l3 through l5 posterolateral fusion with autogenous bone. As per op-notes, "attention was initially focused at the l4-l5 level. A 16 x 25 mm cage filled with autogenous bone and bmp was then inserted into the disc space. A similar procedure was then performed on the contralateral side at l4-l5 level. At l3-l4 level, bilateral 16 x 25 mm cages filled with autogenous bone and bmp were implanted. Bone was also applied to the posterolateral aspect of the spine from l3 to l5 on both sides in order to induce posterolateral fusion." The patient tolerated the procedure well and no complications were reported. On (B)(6) 2011: the patient underwent CT of the lumbar spine with reconstructions and without IV contrast after fusion surgery. Impress ion: post operative changes consistent with interbody fusion with dual cages at the l3-l4 and l4-l5 levels as well as posterior fusion with unilateral transpedicular screws on the left transfixing the l3, l4 and l5 vertebrae. On (B)(6) 2011: the patient underwent x-ray of spine post fusion. Impression: stable post surgical changes and alignment of the lumbar spine with no acute complicating features appreciated. On (B)(6) 2011: the patient underwent MRI of the lumbar spine without and with gadolinium due to low back pain. Impression: at the l3-l4 and l4-l5 levels, the patient has had previous bilateral facetectomies with placement of 2 cages into each of the disc spaces. There also has been a placement of a rod and pedicle screws at these levels. Instrumentation appears to be in satisfactory position. At the l3-l4 level, there appear to be fluid collections, probably serous fluid collections, seen at the posterior margin of the discs and extending to the region of the facetectomies. On (B)(6) 2011: the patient underwent CT of lumbar spine due to back pain and status post fusion. Impression: at the l3-l4 and l4-l5 levels, the patient has had bilateral facetectomies and probably partial laminectomies with placement of two cages into each of the disc spaces. There also has been placement of a rod and pedicle screws on the left at l3, l4 and l5. Instrumentation does appear to be soft tissue density seen at the lateral aspects of the thecal sac and in the region of facetectomies also extending into the neural foramen bilaterally that suggests postoperative changes. Bilaterally at the l3-l4 level on the MRI, there appear to be fluid collection seen in the region of the right facetectomy at the cages. There also appear to be a fluid collection seen in the region of the right facetectomy at the l4-l5 level. The patient also underwent CT of the thoracic spine post myelography with sagittal and coronal reconstructions due to back pain. Impression: there is disc disease and degenerative change in the thoracic spine. At the t9 level there is an incidental hemangioma within the vertebral body anteriorly and on the right.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 the patient was admitted to the facility where the patient underwent spine fusion surgery using rhbmp-2 on the lumbar region of spine from vertebrae l3-l5. The rhbmp-2 collagen sponge was used to fuse more than one level of the spine. Post-op, patient reportedly had "progressively worsening lower back pain, with radiating leg pain, tingling and numbness in his right leg." Patient continues to experience "difficulty sleeping due to pain, limited mobility, difficulty sitting, standing and walking for extended periods, and requires a cane to assist in ambulation." Patient also reportedly suffers from "bladder and bowel dysfunction."